Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit alarms are not functional and hour meter was not working. The key failure is the hour meter is not moving. Additional malfunction is power switch, no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.